Event description:
It was reported the "resident was switching from his vent and placed on ventilator #13 (event device). Resident was sitting up in bed playing and watching tv. Not even 5 minutes on ventilator #13, resident's status changed. He desated from 97-98 down to low 40's. He was turning blue; he was bagged with 100% 02. Trach was changed; plug was suspected, but there was no plug. Then he was placed back on ventilator #13. He still desated and turned blue. The last incident he was placed back on his same ventilator, he sats were 98-100% on 26% o2, his skin color was normal he started to play again. Respiratory therapist and nurses were at bed side. Ventilator #13 was taken back to the office and supervisor was notified". The inop alarm was not activated. Patient doing ok.